Event description:
It was reported that the patient underwent a revision procedure due to mechanical failure, the device not working, and inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of inflation issues and device malfunction was confirmed. Based on a review of all available information, the cause of the reported event was due to pump failing the activation test.

Event description:
It was reported that the patient underwent a revision procedure due to mechanical failure, the device not working, and inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.